Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started experiencing high blood glucose on 7/4/15; she called 911 the next day due to severe nausea and vomiting and was hospitalized. Blood glucose value at the time of the admission was over 600 mg/dl. It was determined that the high blood glucose was caused by a bent cannula. The drive support cap is protruded. Customer declined to check for site and set issues, perform the high pressure test or check the settings. Current blood glucose value was 224 mg/dl. Customer stated that the insulin pump is working properly.